Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03353. It was reported the pt experienced pain at her scs ipg pocket site approximately 5-7 minutes into charging her scs system. The pain resolved when the pt stopped charging the system. A sjm representative advised the pt of charging recommendations. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.